Manufacturer narrative:
A united states customer contacted siemens to report that three falsely elevated carbon dioxide (co2) patient sample test results were obtained from an advia chemistry xpt instrument. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse found there was a wash station overflow that contaminated the reaction ring bath oil. The cse replaced multiple parts that were damage by the wash station over flow, restoring the instrument to normal operation. The cause of the falsely elevated co2 test results was the wash station overflow. The instrument is performing within specifications. No further evaluation of the instrument is needed.

Event description:
Three falsely elevated carbon dioxide (co2) patient sample test results were obtained from an advia chemistry xpt instrument. The initial test results were not reported to the physician(s). The samples were repeated on an alternate instrument and lower test results were obtained. The repeat results were reported as the correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated co2 results.